Manufacturer narrative:
An event of circumferential pericardial effusion, cardiac tamponade requiring pericardiocentesis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient effects of pericardial effusion and cardiac tamponade could not be conclusively determined. The hospitalization was due to patient admitted to the ICU, stable on pressors and intubated. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on 18mm amplatzer amulet was implanted using an 14 f amulet delivery system with no complications. Excess fluid in the transverse sinus was noted prior to the procedure, and physicians were aware. The device was deployed in a single attempt, and the patient was discharged home. No pericardial effusion was noted prior to the procedure. The transseptal puncture was performed at a mid/mid location. The patient was in an atrial paced rhythm at the time of the procedure. Activated clotting time (act) was greater than 250, and 13,000 units of heparin were administered. No protamine or reversal agent was given during or after the procedure. There were no difficulties implanting the device, and it was deployed without recaptures or multiple manipulations. Wire exchange occurred in the left upper pulmonary vein (lupv), and left atrial pressure was 12 mmhg. On (B)(6) 2025, the patient returned to the hospital in the early morning with cardiac tamponade requiring pericardiocentesis. Approximately 1 liter of fluid was removed. The pericardial effusion was circumferential. The patient was not taking anticoagulant or antiplatelet medication at the time of detection or prior to the procedure. The patient is currently admitted to the ICU, stable on pressors and intubated. The user does not necessarily believe the abbott device caused the pericardial effusion, noting the patient had multiple groin bleeding issues following the procedure and a history of recurrent bleeding. If related, it could possibly involve the amulet device, but more likely the patient¿s underlying pathology.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.